Event description:
Boston scientific became aware of incidents involving capio slim devices through an article titled "safety of an anchor-based device for sacrospinous ligament fixation: a pilot case-control study" by nikolaos evangelopoulos, et al. The study was conducted to evaluate the safety of an anchor-based device (non-boston scientific product) compared to a suture-capturing device (capio slim) for sacrospinous ligament fixation in women with apical pelvic organ prolapse. Forty (40) patients were included, twenty (20) in each group, undergoing procedures between august 2022 and may 2023. Per the study, the following events were reported among patients who underwent sacrospinous ligament fixation using the capio slim device: postoperative urinary retention occurred in four patients (20%); two of which (10%) did not require further treatment on hospital discharge, while the other two patients (10%) were managed with catheterization; no cases required surgical intervention. Additionally, one of these patients (5%) also presented vaginal stenosis. Occult stress urinary incontinence was observed in six patients (43%). Postoperative pain was reported by all patients on the first day following surgery, though no individuals required intervention for pain management. No major complications were reported. Anatomical correction in the anterior compartment was achieved, and complete anatomical restoration was observed in three patients (15%). No reoperations or extended hospital stays were necessary. *reference literature article safety of an anchor-based device for sacrospinous ligament fixation: a pilot case-control study included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block a2: the exact age of the patients is unknown. However, it was reported the patients were over 18 years. As reported in the article, the study population had a mean age of 69.2 years in the suture-capturing device (scd) group. Block a4: patient weight was not specified in the publication. Instead, mean body mass index was reported as 26.1 kg/m2 for the scd group. Block b3 date of event: the exact date of event onset is unknown. August 1, 2022 was selected as the best estimated event date based on the information indicating that the procedures occurred between august 2022 and may 2023. Blocks d4, h4: the complainant was unable to provide the suspected device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: evangelopoulos, n., delacroix, c., abdirahman, s., and de tayrac, r. (2024). Safety of an anchor-based device for sacrospinous ligament fixation: a pilot case-control study. European journal of obstetrics and gynecology and reproductive biology, 299, 105-109. Https://doi.org/10.1016/j.ejogrb.2024.06.012. Block h6: imdrf patient codes e1309 and e2337 capture the reportable events of urinary retention and vaginal stenosis. Imdrf impact code f2301 captures the reportable event of the use of intermittent or indwelling catheter for post-operative urinary retention.